Manufacturer narrative:
The device is not available for evaluation as it remains implanted. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding a patient trauma leading to a fractured hip involving a triathlon femoral component was reported. The patient involved is part-taking in a (B)(4) study for the triathlon knee. The patient reportedly fell and suffered a fractured hip. The triathlon components remain implanted and appear to be unaffected by the patient's fall. Based on the provided information, the triathlon knee component reported in this investigation did not contribute to the event. No further investigation is required at this time.

Event description:
Clinical scientist from (B)(6) hospital reported an alleged adverse event in a (B)(4)study (ethics ref (B)(4)) that is being run at nbt. The customer reported that a study participant had allegedly fallen at their home and sustained a fractured hip and lower femur. The customer reports that surgery is required to manage the fractures. The customer reports that the patient originally had a right triathlon knee replacement in (B)(6) 2007. The customer reports that medical documentation will be forwarded once accessed.

Event description:
Clinical scientist from (B)(6) reported an alleged adverse event in a study entitled (B)(6). The customer reported that a study participant had allegedly fallen at their home and sustained a fractured hip and lower femur. The customer reports that surgery is required to manage the fractures. The customer reports that the patient originally had a right triathlon knee replacement in (B)(6) 2007. The customer reports that medical documentation will be forwarded once accessed.